Event description:
A 57 yr old male pt admitted 8/2/95 with recent inferior myocardial infarction who underwent cardiac catheterization and ptca for 100% occlusion of the rca on this date. On 8/3/95, the pt was returned to the cath. Lab for re-look at the rca, possible ptca of the ramus and possible placement of stents. After 3-4 attempts to deploy the first stent in the rca, blood appeared at the sheath port and the stent was presumed to be defective and removed. A new stent was successfully deployed using the same guidewire. The procedure continued with attempts to place a second stent proximal to the first. This was eventfully accomplished with the total procedure ultimately lasting almost six hrs. Approx one hr post-procedure, the pt was successfully countershocked from a episode of ventricular fibrillation. On 8/8/95, the pt developed a large intracerebral bleed. He remained unresponsive and on a ventilator until he expired on 8/12/95.